Manufacturer narrative:
Reliability analysis evaluated 1 open and used reservoir. The reservoir was inspected along with the snap cap and septum for anomalies. There were no anomalies present. The occlusion test was run in which the reservoir was filled with diluent and connected to a new infusion set. The reservoir and connector were installed into a 7xx insulin pump. The manual prime was performed. The fluid flowed through the infusion set and out the catheter tip. The reservoir was not occluded. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and reservoir occlusion. Customer's blood glucose level was 416 mg/dl. Customer treated their high blood glucose via insulin pump and manual injection. Customer performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.